Event description:
A display error message issue was reported with the abbott diabetes care (adc) device. The customer received a "replace sensor" error message, and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness, seizure, and severe hypoglycemia. Initially, the customer was provided with baqsimi nasal spray as treatment by a non-healthcare professional (non-hcp) until firefighters arrived at the scene and unspecified medical intervention was rendered to the customer, and no hospitalization reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.